Event description:
Pt underwent a radical prostectomy after which a urinary catheter was placed. Over the course of the next twenty hours, the foley balloon deflated due to a slow leak at the junction of the balloon and the catheter at the seam. The catheter then backed out somewhat causing urinary retention. There was no known sequela to the pt.